Manufacturer narrative:
B4 correction: date of this report, (B)(6)2026, was not late. According to the esg support, which was not late. According to FDA esg nextgen helpdesk ticket 443272, the error logs provided stated: failed to persist a tracking event: field 'msg_ID' doesn't have a default value data map: state_msg=detected sent message with no async mdn received. Sent file was cleaned up, but there is no guarantee that the partner received the file. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a noisy screen during reprocessing of an olympus gastrointestinal videoscope. There was no patient involvement.